Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED, AND A 35MM WATCHMAN FLX PRO CLOSURE DEVICE AND A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) WERE SELECTED TO BE USED. DURING THE PROCEDURE, ACCESS TO THE RIGHT FEMORAL VEIN WAS OBTAINED AND MULTIPLE ATTEMPTS WERE MADE TO CROSS THE ATRIAL SEPTUM, HEPARIN WAS ADMINISTRATED PRIOR TO TRANSEPTAL PUNCTURE (TSP), AND THE ACTIVATED CLOTTING TIME (ACT) WAS 230 SECONDS. AFTER SEVERAL ATTEMPTS, THE TIP OF THE WAS SHEATH AND WIRE APPEARED TO HAVE ADVANCED. UPON FURTHER EVALUATION, THE WIRE WAS FOUND TO BE LOCATED IN THE PATIENT'S PERICARDIUM. THE WIRE WAS REMOVED AND REPOSITIONED IN THE INFERIOR VENA CAVA (IVC) WHILE THE PATIENT WAS MONITORED. ONCE THE PATIENT WAS DEEMED STABLE, THE PROCEDURE CONTINUED WITH A SUCCESSFUL TRANSSEPTAL PUNCTURE (TSP) AND CLOSURE DEVICE IMPLANTATION. FOLLOWING THE IMPLANT PROCEDURE, A PERICARDIAL EFFUSION WAS NOTED AND PERICARDIOCENTESIS WAS PERFORMED. A CARDIOLOGIST AND CARDIOTHORACIC (CT) SURGEON EVALUATED THE PATIENT AND AGREED ON A CARE PLAN. OVERNIGHT, THE PATIENT EXPERIENCED A SERIES OF COMPLICATIONS AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT. IT WAS FURTHER REPORTED THAT THE PATIENT CAUSE OF DEATH (COD) WAS A HEMOTHORAX THAT WAS UNDISCOVERED UNTIL IT WAS TOO LATE TO FIX. THERE WAS NO RELEVANT MEDICAL HISTORY THAT WOULD HAVE LED TO THE COD. THE FLUID PULLED FROM THE PATIENT PERICARDIUM WAS MORE OF A MUTED RED COLOR.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM: UPDATED WITH ADDITIONAL INFORMATION RECEIVED. E1 INITIAL REPORTER PHONE: UPDATED WITH ADDITIONAL INFORMATION RECEIVED. H6: PATIENT CODE ADDED.

Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND DEATH OCCURRED.A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED, AND A 35MM WATCHMAN FLX PRO CLOSURE DEVICE AND A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) WERE SELECTED TO BE USED. DURING THE PROCEDURE, ACCESS TO THE RIGHT FEMORAL VEIN WAS OBTAINED AND MULTIPLE ATTEMPTS WERE MADE TO CROSS THE ATRIAL SEPTUM, HEPARIN WAS ADMINISTRATED PRIOR TO TRANSEPTAL PUNCTURE (TSP), AND THE ACTIVATED CLOTTING TIME (ACT) WAS 230 SECONDS. AFTER SEVERAL ATTEMPTS, THE TIP OF THE WAS SHEATH AND WIRE APPEARED TO HAVE ADVANCED. UPON FURTHER EVALUATION, THE WIRE WAS FOUND TO BE LOCATED IN THE PATIENT'S PERICARDIUM. THE WIRE WAS REMOVED AND REPOSITIONED IN THE INFERIOR VENA CAVA (IVC) WHILE THE PATIENT WAS MONITORED. ONCE THE PATIENT WAS DEEMED STABLE, THE PROCEDURE CONTINUED WITH A SUCCESSFUL TRANSSEPTAL PUNCTURE (TSP) AND CLOSURE DEVICE IMPLANTATION. FOLLOWING THE IMPLANT PROCEDURE, A PERICARDIAL EFFUSION WAS NOTED AND PERICARDIOCENTESIS WAS PERFORMED. A CARDIOLOGIST AND CARDIOTHORACIC (CT) SURGEON EVALUATED THE PATIENT AND AGREED ON A CARE PLAN. OVERNIGHT, THE PATIENT EXPERIENCED A SERIES OF COMPLICATIONS AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT.IT WAS FURTHER REPORTED THAT THE PATIENT CAUSE OF DEATH (COD) WAS A HEMOTHORAX THAT WAS UNDISCOVERED UNTIL IT WAS TOO LATE TO FIX. THERE WAS NO RELEVANT MEDICAL HISTORY THAT WOULD HAVE LED TO THE COD. THE FLUID PULLED FROM THE PATIENT PERICARDIUM WAS MORE OF A MUTED RED COLOR.IT WAS FURTHER REPORTED THAT THE PERICARDIAL EFFUSION WAS NOTED IN THE AREA WHERE THE WIRE HAD ENTERED THE PERICARDIUM LIKELY INCREASING DURING THE IMPLANT PROCEDURE. THE HOLE WAS CAUSED WHEN DRAGGING THE WAS SHEATH DOWN THE SUPERIOR VENA CAVA (SVC) AND THE WIRE WAS ADVANCED INTO WHAT THE PHYSICIAN THOUGHT WAS THE LA BUT WAS THE PERICARDIUM. THE PATIENT WAS STABLE AND CONTINUED TO MONITOR. IT IS UNKNOWN IF THE PATIENT PASSED AWAY ON (b)(6) 2026 OR (b)(6) 2026. IT WAS ALSO NOTED THERE WERE COMPLICATIONS POST PROCEDURE AND PER THE IMPLANTING PHYSICIAN A STROKE OCCURRED, THE CAUSE IS UNKNOWN. DURING FURTHER FOLLOW UP PERFORMED ON (b)(6) 2026 IT WAS LEARNED THAT A MASSIVE HEMOTHORAX (PLEURAL EFFUSION) ALSO OCCURRED AND ALONG WITH THE STROKE WERE NOTED TO BE THE CAUSE OF DEATH.IT WAS FURTHER REPORTED THAT THE HEMOTHORAX IS THOUGHT TO HAVE STARTED DURING THE DIFFICULT TRANSSEPTAL PUNCTURE ATTEMPTS, IT JUST WENT UNDIAGNOSED FOR SOME TIME FOLLOWING ONSET.

Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND DEATH OCCURRED.A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED, AND A 35MM WATCHMAN FLX PRO CLOSURE DEVICE AND A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) WERE SELECTED TO BE USED. DURING THE PROCEDURE, ACCESS TO THE RIGHT FEMORAL VEIN WAS OBTAINED AND MULTIPLE ATTEMPTS WERE MADE TO CROSS THE ATRIAL SEPTUM, HEPARIN WAS ADMINISTRATED PRIOR TO TRANSEPTAL PUNCTURE (TSP), AND THE ACTIVATED CLOTTING TIME (ACT) WAS 230 SECONDS. AFTER SEVERAL ATTEMPTS, THE TIP OF THE WAS SHEATH AND WIRE APPEARED TO HAVE ADVANCED. UPON FURTHER EVALUATION, THE WIRE WAS FOUND TO BE LOCATED IN THE PATIENT'S PERICARDIUM. THE WIRE WAS REMOVED AND REPOSITIONED IN THE INFERIOR VENA CAVA (IVC) WHILE THE PATIENT WAS MONITORED. ONCE THE PATIENT WAS DEEMED STABLE, THE PROCEDURE CONTINUED WITH A SUCCESSFUL TRANSSEPTAL PUNCTURE (TSP) AND CLOSURE DEVICE IMPLANTATION. FOLLOWING THE IMPLANT PROCEDURE, A PERICARDIAL EFFUSION WAS NOTED AND PERICARDIOCENTESIS WAS PERFORMED. A CARDIOLOGIST AND CARDIOTHORACIC (CT) SURGEON EVALUATED THE PATIENT AND AGREED ON A CARE PLAN. OVERNIGHT, THE PATIENT EXPERIENCED A SERIES OF COMPLICATIONS AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT.IT WAS FURTHER REPORTED THAT THE PATIENT CAUSE OF DEATH (COD) WAS A HEMOTHORAX THAT WAS UNDISCOVERED UNTIL IT WAS TOO LATE TO FIX. THERE WAS NO RELEVANT MEDICAL HISTORY THAT WOULD HAVE LED TO THE COD. THE FLUID PULLED FROM THE PATIENT PERICARDIUM WAS MORE OF A MUTED RED COLOR.IT WAS FURTHER REPORTED THAT THE PERICARDIAL EFFUSION WAS NOTED IN THE AREA WHERE THE WIRE HAD ENTERED THE PERICARDIUM LIKELY INCREASING DURING THE IMPLANT PROCEDURE. THE HOLE WAS CAUSED WHEN DRAGGING THE WAS SHEATH DOWN THE SUPERIOR VENA CAVA (SVC) AND THE WIRE WAS ADVANCED INTO WHAT THE PHYSICIAN THOUGHT WAS THE LA BUT WAS THE PERICARDIUM. THE PATIENT WAS STABLE AND CONTINUED TO MONITOR. IT IS UNKNOWN IF THE PATIENT PASSED AWAY ON (b)(6) 2026. IT WAS ALSO NOTED THERE WERE COMPLICATIONS POST PROCEDURE AND PER THE IMPLANTING PHYSICIAN A STROKE OCCURRED, THE CAUSE IS UNKNOWN. DURING FURTHER FOLLOW UP PERFORMED ON (b)(6)2026 IT WAS LEARNED THAT A MASSIVE HEMOTHORAX (PLEURAL EFFUSION) ALSO OCCURRED AND ALONG WITH THE STROKE WERE NOTED TO BE THE CAUSE OF DEATH.

Event description:
It was reported that cardiac perforation, pericardial effusion and death occurred.A left atrial appendage (LAA) closure procedure was being performed, and a 35mm WATCHMAN FLX Pro Closure Device and a WATCHMAN TruSteer Access System (WAS) were selected to be used. During the procedure, access to the right femoral vein was obtained and multiple attempts were made to cross the atrial septum, heparin was administrated prior to transeptal puncture (TSP), and the activated clotting time (ACT) was 230 seconds. After several attempts, the tip of the WAS sheath and wire appeared to have advanced. Upon further evaluation, the wire was found to be located in the patient's pericardium. The wire was removed and repositioned in the inferior vena cava (IVC) while the patient was monitored. Once the patient was deemed stable, the procedure continued with a successful transseptal puncture (TSP) and closure device implantation. Following the implant procedure, a pericardial effusion was noted and pericardiocentesis was performed. A cardiologist and cardiothoracic (CT) surgeon evaluated the patient and agreed on a care plan. Overnight, the patient experienced a series of complications and passed away. No further information was provided at the time of this report.It was further reported that the patient cause of death (COD) was a hemothorax that was undiscovered until it was too late to fix. There was no relevant medical history that would have led to the COD. The fluid pulled from the patient pericardium was more of a muted red color.It was further reported that the pericardial effusion was noted in the area where the wire had entered the pericardium likely increasing during the implant procedure. The hole was caused when dragging the WAS sheath down the superior vena cava (SVC) and the wire was advanced into what the physician thought was the LA but was the pericardium. The patient was stable and continued to monitor. It is unknown if the patient passed away on (b)(6)2026 or (b)(6)2026. It was also noted there were complications post procedure and per the implanting physician a stroke occurred, the cause is unknown. During further follow up performed on (b)(6)2026 it was learned that a massive hemothorax (pleural effusion) also occurred and along with the stroke were noted to be the cause of death.It was further reported that the hemothorax is thought to have started during the difficult transseptal puncture attempts, it just went undiagnosed for some time following onset.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM: UPDATED WITH ADDITIONAL INFORMATION RECEIVED.H6: PATIENT CODE ADDED.

Event description:
IT WAS REPORTED THAT CARDIAC PERFORATION, PERICARDIAL EFFUSION AND DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED, AND A 35MM WATCHMAN FLX PRO CLOSURE DEVICE AND A WATCHMAN TRUSTEER ACCESS SYSTEM (WAS) WERE SELECTED TO BE USED. DURING THE PROCEDURE, ACCESS TO THE RIGHT FEMORAL VEIN WAS OBTAINED AND MULTIPLE ATTEMPTS WERE MADE TO CROSS THE ATRIAL SEPTUM, HEPARIN WAS ADMINISTRATED PRIOR TO TRANSEPTAL PUNCTURE (TSP), AND THE ACTIVATED CLOTTING TIME (ACT) WAS 230 SECONDS. AFTER SEVERAL ATTEMPTS, THE TIP OF THE WAS SHEATH AND WIRE APPEARED TO HAVE ADVANCED. UPON FURTHER EVALUATION, THE WIRE WAS FOUND TO BE LOCATED IN THE PATIENT'S PERICARDIUM. THE WIRE WAS REMOVED AND REPOSITIONED IN THE INFERIOR VENA CAVA (IVC) WHILE THE PATIENT WAS MONITORED. ONCE THE PATIENT WAS DEEMED STABLE, THE PROCEDURE CONTINUED WITH A SUCCESSFUL TRANSSEPTAL PUNCTURE (TSP) AND CLOSURE DEVICE IMPLANTATION. FOLLOWING THE IMPLANT PROCEDURE, A PERICARDIAL EFFUSION WAS NOTED AND PERICARDIOCENTESIS WAS PERFORMED. A CARDIOLOGIST AND CARDIOTHORACIC (CT) SURGEON EVALUATED THE PATIENT AND AGREED ON A CARE PLAN. OVERNIGHT, THE PATIENT EXPERIENCED A SERIES OF COMPLICATIONS AND PASSED AWAY. NO FURTHER INFORMATION WAS PROVIDED AT THE TIME OF THIS REPORT.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM: UPDATED WITH ADDITIONAL INFORMATION RECEIVED.H6: PATIENT CODE ADDED.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN TruSteer? Access System was not returned; therefore, returned device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN TruSteer? Access System, Part # M635TU90050 Batch # 0038549362. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN TruSteer? Access System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Pericardial Effusion (PE), cardiac perforation, hemothorax, pleural effusion, stroke (cerebral vascular accident) and death.Risk Review:A Risk Review was completed and confirmed that the events of Pericardial Effusion (PE), cardiac perforation, hemothorax, pleural effusion, stroke (cerebral vascular accident) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Unintended Use Error Caused or Contributed to Event.